Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2015 with the following findings: a review of the black box history showed several loss of prime warnings related to auto off timeout alarms. The warnings/alarms lead to several delivery interruptions between 09-30 and 09-25. No valid loss of prime events were observed. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within specifications. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump is detecting the correct force. The pump cover was removed; the force sensor assembly and circuit were found to be intact. There was no evidence of internal moisture was found. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/30/2015, the reporter contacted animas alleging a blood glucose of 1.8 mmol/l with difficulty waking up, difficulty speaking, and confusion. The reporter indicated that the pump had emitted multiple loss of prime warnings across multiple cartridges; it was determined that the user had inadvertently administered 0.7 units of insulin when performing the repriming the pump. This report is made based on the allegation that the patient experienced hypoglycemia associated with inadvertent infusion of insulin with loss of prime warnings on the pump.